Event description:
As reported by the (B)(4) registry, during the procedure, the patient experienced behavioral change and reflex change. Onset was sudden recovery was full with no deficit. Diagnosis was an acute non-hemorrhagic cerebrovascular accident. The patient also became hypotensive during the procedure. Post procedure, the patient experienced a myocardial ischemic event. The patient expired at home two days after discharge. The cause of death is unknown. The patient is a (B)(6) female who was enrolled in the sapphire study for stenting of the carotid artery. The patient's medical history includes hyperlipidemia, coronary artery disease, and hypertension. The target lesion location was ostium of the right internal carotid artery (ica). The vessel was described as mildly tortuous with a 90% stenosis. An angioguard (501814rmc/ lot 70412416) embolic protection device was advanced and deployed distal to the lesion without difficulty. The lesion was pre-dilated with a pv sterling balloon at 6 atmospheres for 10 seconds and the precise (pc0740rxc/ lot 15604496) stent was deployed in the lesion. Prior to post-dilation the patient was given 1mg of atropine. It was noted that she did not become bradycardic but did drop her pressure and developed neurologic symptoms including worsening expressive and receptive aphasia with decreased strength on the left side. The stent was post-dilated with a 5x2 aviator plus balloon at 6 atm for 6 seconds. The patient was begun on IV dopamine and levophed. The patient did receive 1 mg of levophed bolus with increase in her blood pressure and improvement in her neurologic symptoms. The angioguard was safely removed from the patient and the procedure was successfully completed. After the procedure it was noted that on the monitor she had st-segment elevation in addition to hypertension. It was decided to proceed with emergent cardiac catheterization to rule out a st-segment lesion myocardial infarction.

Manufacturer narrative:
Coronary angiography showed that the left main was normal. The left anterior descending (lad) was totally occluded right at the left main. The left circumflex had a 95% stenosis in the proximal portion. The right coronary artery was totally occluded at its origin. The patient underwent ptca and placement of a 3x15 vision stent in the proximal left anterior descending artery (lad). The patient was diagnosed with a st segment elevated myocardial infarction (mi) caused by the occluded lad. During the procedure the patient did go into ventricular tachycardia arrest requiring three shocks. The patient has no history of mi, and no previous coronary interventions. The patient remained hospitalized for 6 days and was discharged at neurological baseline. The patient expired at home two days later. The events were evaluated and determined to be unrelated to the cordis products but related to the index procedure. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2012-00114 and 9616099-2012-00469.

Manufacturer narrative:
As reported by the (B)(6) registry during the procedure the patient experienced sudden onset behavioral and reflex change with full recovery and no deficits. Diagnosis was an acute non-hemorrhagic cerebrovascular accident. The patient also became hypotensive during the procedure. Post procedure, the patient experienced a myocardial ischemic event. The patient expired at home two days after discharge, cause of death is unknown. The target lesion location was the ostium of a mildly tortuous right internal carotid artery (ica) with a 90% stenosis. The patient's medical history includes hyperlipidemia, coronary artery disease, and hypertension. An angioguard was deployed distal to the lesion without difficulty, pre-dilated with a pv sterling balloon followed by deployment of a precise stent. Prior to post-dilation the patient was given 1mg of atropine. It was noted that she did not become bradycardic but did drop her pressure and developed neurologic symptoms including worsening expressive and receptive aphasia with decreased strength on the left side. The stent was post-dilated and the patient was started on IV dopamine and levophed. The patient did receive 1 mg of levophed bolus with increase in her blood pressure and improvement in her neurologic symptoms. The angioguard was safely removed from the patient and the procedure was successfully completed. After the procedure it was noted that she had st-segment elevation in addition to hypertension. It was decided to proceed with emergent cardiac catheterization to rule out a st-segment lesion myocardial infarction. Coronary angiography showed normal left main with a totally occluded left anterior descending (lad) at the left main. The left circumflex had a 95% stenosis in the proximal portion. The right coronary artery was totally occluded at its origin. The patient underwent ptca and placement of a 3x15 vision stent in the proximal left anterior descending artery (lad). The patient was diagnosed with a st segment elevated myocardial infarction (mi) caused by the occluded lad. During the procedure the patient did go into ventricular tachycardia arrest requiring three shocks. The patient has no history of mi, and no previous coronary interventions. The patient remained hospitalized for 6 days and was discharged at neurological baseline. The patient expired at home two days later. The events were evaluated and determined to be unrelated to the cordis products but related to the index procedure. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Hypotension, hypoperfusion and the possible resultant cerebrovascular accident are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Myocardial infarction is a known potential adverse event associated with stent implantation procedures. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. The inherent risk of the procedure combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2012-00114 and 9616099-2012-00469.